Manufacturer narrative:
No unexpected jammed buttons noted. Monitored pump for two days with no failed battery test alarms noted. No button error alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces, minor scratches on lcd window, cracked case at lcd corner, cracked lcd window, cracked reservoir tube lip, stained end cap sticker and stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother called to report the buttons on the insulin pump were unresponsive when they attempted to change the bolus from 2 hours to 3 hours. The battery was removed and the insulin pump alarmed for failed battery. When the new battery was inserted the insulin pump alarmed for button error. Blood glucose was low. Troubleshooting was performed. Found that the customer had been pressing the buttons rapidly due to the slow response time. Advised that the insulin pump will be replaced. Nothing further reported.